Manufacturer narrative:
Correction: FDA product code of a0407 should not have been reported on initial MDR report. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that lens was loaded into the company cartridge and upon implantation there was a fairly large scratch or deposit on the iol (intraocular lens). However, after aggressive ia (irrigation and aspiration), it was determined that there was an optically significant defect on the iol and decision was made to explant and replaced with another unspecified lens during initial procedure. The procedure was completed on same day without any harm to the patient other than surgery was prolonged. Patient's issues was resolved and in surgeon¿s prognosis was excellent. In the surgeon¿s opinion, had suspicious of the cartridge as there have been several reports during our weekly of this occurring of this issue and confirmed that it was known issue with some of the cartridges.